Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial driven rhythms. Technical services (ts) was consulted by the health care professional (hcp) regarding possible reprogramming options. No further information was provided. This ICD remains in service. No additional adverse patient effects were reported. Additional information was provided, upon review of the available information technical services (ts) observed an irregular narrow complex of atrial fibrillation (af) in the electrogram (egm) for which one anti-tachycardia pacing (atp) burst and one shock were inappropriately delivered. Reprogramming options were provided to be implemented per physician discretion. Further information was provided stating that the device delivered one additional inappropriate shock. This ICD remains in service and reprogramming optimization adjustments had been implemented per clinical decision. No adverse patient effects were reported. Additional information was received stating that this ICD delivered inappropriate therapy due to atrial driven rhythms. Technical services (ts) was consulted, upon review of the available information ts observed that the device delivered anti-tachycardia pacing (atp) bursts which did not convert rhythm. Subsequently a shock was delivered. Reprogramming options were provided. No adverse patient effects were reported.